Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 87-year-old male patient for the indication of acute myocardial infarction undergoing protected percutaneous coronary intervention complicated by cardiogenic shock. The patient¿s comorbidities included vascular calcification. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage a. During impella cp support, the patient developed a small expanding hematoma located just above the impella access site. It was reported by the interventional cardiology, catheterization laboratory, and intensive care unit teams that a small hematoma had already been present prior to impella insertion, related to a previous left heart catheterization access site two days earlier. The impella cp device was inserted without complication using ultrasound guidance and micropuncture technique. Following the procedure, the access site dressing was applied with no immediate bleeding noted, and the pre-existing hematoma initially remained stable. The patient had been loaded with antiplatelet therapy and was receiving a heparin infusion prior to the procedure, with additional heparin boluses administered during the intervention, resulting in elevated activated clotting time (act) values. Subsequently, enlargement of the hematoma was observed. In the context of anticoagulation and access site findings, a clinical decision was made to remove the impella cp device. The device was removed in the catheterization laboratory, and vascular closure was achieved using two perclose. No significant drop in hemoglobin or hematocrit was reported, and no blood products were administered. The reported hematoma, including its expansion, is consistent with known risks associated with large-bore femoral arterial access and the anticoagulation and antiplatelet therapy required for impella support, particularly in the setting of recent prior vascular access and underlying vascular calcification. Contributing factors in this case include pre-existing access site hematoma, elevated anticoagulation levels, and patient movement during support. The impella cp device functioned at performance level 7 with flows of approximately 3.5 liters per minute during support. The patient survived to explant.

Manufacturer narrative:
Additional information has been provided in d3. Major bleed/minor bleed/pdi: the cause of the injury was not determined due to insufficient clinical details.